Event description:
It was reported that left bundle branch block (lbbb) and 2nd degree av block occurred. A 23mm lotus edge valve was selected for a transcatheter aortic valve replacement procedure. A temporary pacemaker was inserted prior to the balloon dilation. The lotus edge valve was advanced and upon crossing the native annulus the patient experienced intermittent lbbb and 2nd degree av block. The lotus edge valve was implanted with the final depth of 3-4mm below the native artic annulus. The temporary pacemaker was removed and replaced with a permanent pacemaker. At the time of this report, the patient was reported to be stable and preparing for discharge.